Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01592, 0001825034-2022-01594, 0001825034-2022-01595, 0001825034-2022-01596, 0001825034-2022-01597, and 0001825034-2022-01598. Medical devices: bmt 360 tib aug 67x10mm catalog#: 185232 lot#: 491370; bmt 360 tib lg cruciate wing catalog#: 185651 lot#: 160950; bmt splined knee stm v2 18x80 catalog#: 148308 lot#: 710510; bmt 360 tib tray 67mm catalog#: 185202 lot#: 718090; vngd ssk ps tib brg 18x63/67 catalog#: 185068 lot#: 845430; vanguard cr ilok fem-rt 62.5 catalog#: 183006 lot#: 846430. Foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee revision approximately twenty-two months post implantation due to pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01592, 0001825034-2022-01594, 0001825034-2022-01595, 0001825034-2022-01596, 0001825034-2022-01597, 0001825034-2022-01598, 0001825034-2022-01917, 0001825034-2022-01918, and 0001825034-2022-01919. D10 medical devices: bmt 360 tib aug 71x10mm catalog#: 185233 lot#: 970810, bmt 360 tib lg cruciate wing catalog#: 185651 lot#: 805380, bmt splined knee stm v2 18x40 catalog#: 148293 lot#: 998960, bmt 360 tib tray 71mm catalog#: 185203 lot#: 502940, vngd ssk psc tib brg 14x71/75 catalog#: 183884 lot#: 820100, vngd ssk 360 femur l 67.5 catalog#: 185285 lot#: 6668552, bmt 360 2.5mm offset adapter catalog#: 185210 lot#: 136930, bmt splined knee stm v2 18x40 catalog#: 148293 lot#: 998960, bmt 360 2.5mm offset adapter catalog#: 185210 lot#: 057070, series a pat thn 34 3 peg catalog#: 184786 lot#: 512610.

Event description:
It was reported the patient underwent a left knee revision approximately twenty-two months post implantation due to pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.